Event description:
It was reported that a lead warning and polarity switch had occurred in (B)(6) 2009, and that impedance was high prior to the polarity switch. A programming change was going to be made to turn sensing assurance off and set sensitivity manually, and enable high rate diagnostic detail data collection. It was later reported in (B)(6) 2010, that the patient feels "twitching" between 10 and 11 pm every night. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.